Manufacturer narrative:
Product event summary: the data files for the date of the reported event and arctic front advance catheter, 2af284 with lot number 28902, were returned and analyzed. Data files showed multiple injections with inflation issues. Visual inspection of the catheter showed the device was intact with no apparent issue. Smart chip verification showed the catheter was used for twelve injections. The outer diameter (od) of the balloon proximal bonding was within specification. The push button of the catheter was in back position, and inability to insert the catheter into the sheath was reproduced. The push button retracting during insertion has been identified as a cause of the compatibility difficulty, as it causes the balloon material to fold up into itself increasing the od. The reported air ingress could not be reproduced. Multiple aspirations and injections were performed without air bubbles or leaks. The catheter passed the performance test as per specification; inflation sustained for more than two minutes. Dissection and pressure testing did not show any leaks along the vacuum line that might have caused the deflation issue. In conclusion, the reported air ingress and inflation issues have not been confirmed through testing; however, the balloon catheter and sheath compatibility issue was confirmed through testing. The arctic front advance catheter, 2af284 with lot number 28902, failed the returned product inspection due to the balloon material folding up upon retraction of the push button.

Event description:
It was reported that during a cryoablation procedure, the physician removed the balloon from the patient's left atrium and out of the sheath to re-prep the balloon because the physician was concerned that air got into the system. When the physician tried to reinsert the balloon back into the sheath, the balloon only advanced a quarter of the way into the sheath and was not able to advance the balloon any further. The balloon was unable to be inflated after several attempts to re-wrap it. The cryo balloon was then replaced with a new one to resolve the issue and the procedure was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.